Manufacturer narrative:
(B)(4) multiple MDR's were submitted for this event. Please see report(s): 0001825034-2018-00491, 0001825034-2018-00493. Concomitant medical products: 816204008 fibula comp lock plate 8h, lot m07343. The 131218055 3.5 mm low profile cort 55 mm, lot unknown. The 816135012 3.5 mm cort lock scr 12 mm ns, lot unknown (qty 4). The 131218010 3.5 mm low profile cort 10 mm, lot unknown (qty: 2). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was being revised to remove a syndesmosis screw as the syndesmosis had healed. Upon entry into the surgical area, black soft tissue around the distal end of the plate and screw heads was identified. This prompted the surgeon to remove all the hardware. The surgeon felt like the issue was metal on metal motion. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component did not contribute to this event. The initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical devices: 816204008, fibula comp lock plate 8h, m07343, 110017752, screw t15 lp cort 3.5x52mm ns, unknown, 816135012, 3.5mm cort lock scr 12mm ns, unknown, 816135012, 3.5mm cort lock scr 12mm ns, unknown, 816135012, 3.5mm cort lock scr 12mm ns, unknown, 816135012, 3.5mm cort lock scr 12mm ns, unknown, 131218010, 3.5mm low profile cort 10 mm, unknown, 131218010, 3.5mm low profile cort 10 mm, unknown, 131218055, 3.5mm low profile cort 55 mm, unknown.